Manufacturer narrative:
A2 - age at time of event: the patient was 77 years old at the time of study enrollment. D3 - manufacturer zip/postal code: gu9 8ql. G1 - MFR site zip/post code: gu9 8ql. Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) and other product specific information.

Event description:
It was reported that the the patient experienced nausea requiring prescription medication that was causal to the therasphere device. The subject was enrolled into the study on (B)(6) 2025. Pre-treatment macroaggregated albumin (maa) imaging documented a significantly higher perfusion of maa on tumors. Lung shunt calculation was 5.45 %. On (B)(6) 2025, the treatment with therasphere was performed. Therasphere was administered to the lobar and selective(s) through femoral artery. 3 dose vials were administered. Total administered activity was 4.17 gbq. Post treatment dosimetry documented avid uptake in all lesions. Lung dose calculation was 11.4. On (B)(6) 2025, 2 days following therasphere administration, the subject was noted with nausea. The nausea was medically treated with prochlorperazine (compazine) (10 mg/oral/every 6 hours as needed). No action was taken with regards to the study treatment.